Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: after insertion of venflon pro safety it worked without problems. At some time, the anesthesia nurse checks the admission of her patients pvk and here she discovered that a powerful blood stream is running out of the chimney.

Manufacturer narrative:
H.6. Investigation summary: one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve under the port had moved; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root case of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. CAPA 1298780. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: after insertion of venflon pro safety it worked without problems. At some time, the anesthesia nurse checks the admission of her patients pvk and here she discovered that a powerful blood stream is running out of the chimney.